Event description:
It was reported that the programmer had a noisy system fan and/or hard drive. The programmer was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the system fan was noisy. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, as a result the lem board was replaced and calibrated. (B)(4).